Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button repsonse due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 97 mg/dl. The caller stated that the insulin pump was close to the counter but nothing had happened to it. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.